Manufacturer narrative:
(H3,h6): no parts have been received by manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that it was again pointed out that the pendant response was poor. During positioning for imaging, there were instances where the arm did not respond when an attempt was made to raise it, resulting in delayed operation by the technician in response to the physician¿s instructions. When returning the arm to the dock position, it frequently stopped midway. Imaging was able to be performed, however, stress was experienced with respect to the system¿s operation. Similar feedback had been received previously. When the operation was checked on site, the issue in which the arm did not respond when attempting to raise it could not be reproduced. The issue where the arm stops midway when returning to the dock position has also been observed at other facilities and was therefore considered to be a specification-related matter. The pendant was replaced on (B)(6) using mpxr1412808, however, the same issue was pointed out again, making it unlikely that the problem was due to a malfunction of the pendant itself. Because the pendant was designed in such a way that there was little tactile feedback when the buttons are pressed, it was difficult to operate. In addition, when returning the arm to the dock position, it sometimes stops midway and requires repeated operation. Similar requests for improvement have also been received from other facilities regarding these issues, and improvement was therefore requested. This was occurred intra operatively. There was no reported delay and no reported impact to patient outcome.